Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two vasoview hemopro 2 tool's activation button was too sensitive and was staying on without the finger on it, and closing the jaws activating the device. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was in the straight position. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "toggle switch stuck" was confirmed. Internal file number - (B)(4).